Event description:
It was reported that a 1seal was used during an unknown procedure. It was reported by the affiliate that the seal on the 1seal broke. Gas then escaped and the reducer was therefore not able to be used for the procedure.